Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12927. It was reported that the atrial and right ventricular leads were dislodged during an unrelated procedure. Loss of capture was observed. The physician capped and replaced (B)(6) 2019 the leads and the patient was stable following.